Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was fractured/crushed at 22.8cm to 23.7cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.